Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot numbers h13l22021 and h14b09027. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, nausea and vomiting coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment for the event was not reported. The hospitalization was ongoing and the patient¿s outcome was unknown. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13l22021 and h14b09027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.